Manufacturer narrative:
During inspection and testing, service confirmed there was a defect with the suction cylinder, resulting in foreign material being stuck in the cylinder, and reprocessing being insufficient and foreign material/residue remained in the biopsy channel. The following additional defects were observed by service during the device evaluation: the charge coupled device cover lens was chipped. There was a gap of adhesive on the distal end cover. The adhesive on the bending section cover was separated and discolored. There was play in the up/down angulation knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿one of the valves was stuck in the scope.¿ the issue occurred during an unspecified procedure. The intended procedure was completed with a delay of no more than thirty minutes. No patient or user injury was reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, foreign material was observed in the suction cylinder and the biopsy/instrument channel. This report is being submitted for the malfunction found by service during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: reprocessing method conducted by the user was different from method recommended in IFU. Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the suction function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Olympus will continue to monitor the field performance of this device.